Event description:
Hcp reports pump was explanted and returned to the manufacturer for analysis due to "lack of relief" from instrathecal infusion. Radiogaraphy was done on the catheter to check migration, occlusion, or withdrawal of drug from pump side port. Infusion of contrast product was checked. Procedure of the pump motor was done. The rotor did not turn 90 degrees rotation after a bolus was programmed. The hcp is concerned about a pump rotor malfunction. A follow up report will be sent when additional info is available.